Event description:
Information was received about a manufacturing representative (rep) about patient implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient fell and landed on the battery and now the battery will not charge at all. Troubleshooting was performed with physician programmer communication and two 60 minute trickle charge cycles, but the issue did not resolve. The patient did mention that the battery may have already gone completely dead 2 or 3 times,but it would not take a charge at all after the fall. The event occurred on (B)(6) 2017. Surgical intervention is planned, but not yet scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.